Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging the lancet does not fully penetrate on her onetouch delica lancing device. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013 around noon. The patient manages her diabetes with oral medications (type/ amount not specified). It is not known if the patient made changes to her usual management routine. After the start of the alleged issue, the patient claims she felt a symptom of shaky. Treatment was not specified. The cca noted the correct lancets were being used and there was no indication of misuse. The alleged issue was not resolved with troubleshooting. A replacement lancing device was sent to the patient. This complaint is being reported because the patient claims she developed a symptom suggestive of a serious injury after not being able to test due to an issue with her lancing device.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.